Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2015. The patient was found unconscious and the lifevest was alarming. The lifevest treated the patient at 13:59:05, 13:59:30, and 14:00:04. The rhythm at the time of the treatments was asystole. The patient remained in asystole after the treatments. Asystole is considered a non-treatable rhythm. Intermittent cardiac activity contributed to the false detection. The response buttons were not used during the event.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn: (B)(4) has not been returned for investigation. There is no indication of any device failure. No deficiencies were alleged. There is no indication at this time that the treatments during asystole caused at contributed to the patient death. Device manufacturer date: monitor (B)(4), electrode belt (B)(4): 09/01/2010.